Manufacturer narrative:
(B)(4).

Event description:
It was reported the svc camera head non-ac hd560h had a black screen when plugged in. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
Device investigation narrative - one service replacement 560p camera head part number 72200561s was received on may 22, 2017 and confirmed to be serial number (B)(4). Complaint of blank live image could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or interference. Video image remained constant throughout burn-in. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. No containment or corrective actions are recommended at this time.